Event description:
Boston scientific received information that upon interrogation of this device system, an atrial lead safety switch message occurred. Impedance measurements greater than 2,500 ohms were observed. An invasive lead revision procedure was performed. Difficulty loosening the set screws was reported. The lead was tested with the pacing system analyzer (psa) and all impedance measurements were within acceptable limits. The implanting physician elected to explant and replace the device. Post-procedure impedance measurements were fluctuating, and the pocket was re-opened. The ra lead was ultimately explanted and replaced. No other adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The proximal segment of the lead was returned totaling 413 mm. Dried body fluid was observed throughout the entire lead lumen. Further testing confirmed that with manipulation, the lead was electrically continuous and the pacing system analyzer measure all impedance measurements within acceptable limits. No further testing was performed.